Event description:
It was reported that when the asymptomatic presented to clinic the device could not be interrogated. A short margin between eri and eos was also noted. The patient is non-pacemaker dependent. Device was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to low battery voltage. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the low battery voltage could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.